Event description:
Additional reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
Although the specific reason for the pt's revision is unk, because the pt's claim has been approved by depuy's third-party claims admin, it is reasonable to conclude that the reason for the revision has been determined to be product-related. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Revision of asr - right hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).

Manufacturer narrative:
(B)(4).depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.